Event description:
The surgeon put the prowler select plus microcatheter (606s255x/15795323) in place and then advanced the stent (enc452212/10156886) via the microcatheter. The surgeon felt friction before reaching the neck of the aneurysm and the stent could not be withdrawn. The stent and microcatheter were removed as a unit and changed to a new stent and microcatheter to complete the procedure. No adverse event on the patient. No vessel code information provided. The procedure was an embolization assisted with stent on (B)(6) 2013.

Manufacturer narrative:
During a stent assisted embolization after the prowler select plus microcatheter (606s255x/15795323) was put in place, resistance was felt when advancing the enterprise vrd (enc452212/10156886) before reaching the neck of the aneurysm. Additionally, the stent could not be withdrawn. The stent and microcatheter were removed as a unit and changed to a new stent and microcatheter to complete the procedure. There was no patient adverse event. There is no information available regarding the vessel or any other procedural details. (B)(4). A review of the manufacturing documentation associated with prowler select plus lot 15795323 presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10156886. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4). A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. In addition, the involved enterprise device was received inserted in the microcatheter; the stent was received deployed in a different bag. The enterprise introducer tube was not received. Based on the report that the enterprise system was not advanced out of the distal end of the microcatheter while in the patient, was withdrawn as a unit with the microcatheter and the return of the deployed stent, it can be concluded that the stent deployment occurred after removal from the patient. No evidence of visual damage was observed on the enterprise delivery wire or in the stent. The microcatheter was inspected and it was found without damage. No damages were noted o the hub. The microcatheter, enterprise delivery wire and stent were inspected under a microscope with no damages/anomalies were observed. The ID from the microcatheter was measured and was found within specification. The enterprise delivery wire was removed from the microcatheter. The prowler select plus microcatheter was then flushed using a lab sample syringe (nipro). After that, an enterprise lab sample was introduced into the returned microcatheter and it was advanced smoothly through and out the distal tip of the microcatheter without any difficulty. Functional analysis was performed using the enterprise delivery wire and a lab sample introducer (involved introducer was not returned) without the stent since the stent was received deployed. The returned delivery wire was inserted into the returned microcatheter and it passed through the microcatheter and was also withdrawn without any resistance. The reported inability to insert a lab sample enterprise vrd system through the returned prowler select plus microcatheter was not confirmed with functional testing. Functional testing of the involved enterprise was limited to insertion of the delivery wire since the stent was received deployed; however, there was no resistance with insertion of the delivery wire and no anomalies or damages to the delivery wire, deployed stent or prowler select microcatheter with microscopic analysis. There was no discrepancy with insertion of a complete lab sample enterprise vrd system through the returned prowler select plus. The cause of the reported resistance during advancement of the enterprise vrd system through the prowler select plus followed by inability to withdraw the enterprise cannot be determined based on the limited available information and the analysis of the returned devices. It is possible that procedural/clinical factors may have contributed; however, no conclusion can be made. With review of the analysis and the device history records there is no indication of any device anomalies or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: stent (enc452212/10156886). New microcatheter (details unknown). -new stent (details unknown).